Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level did not exceed 500 mg/dl and was within a safe range. The customer resolved the issue by changing the infusion set and cartridge, then continued insulin use. There were no frequent occlusion problems reported, and no further assistance was necessary, leading to the closure of the case.